Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error which result in loss of mechanical ventilation. There was no patient involvement.